Event description:
It is reported that a customer experienced high blood glucose of 404 mg/dl. The customer was treated for the high blood glucose with the insulin pump. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and was informed how the alarm system worked on their insulin pump and how to clear them. There was nothing wrong with the customer's insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.